Event description:
Procedure type: hernia. According to the reporter: allegedly, the mesh migrated into the pt's bladder and now requires a partial cystectomy as a result. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).